Event description:
It was reported that the area to be treated was a long lesion located in the moderately calcified and tortuous right coronary artery (rca). The lesion was accessed using a balance middleweight (bmw) guide wire. Pre-dilatation was performed with non-abbott 2.25 x 14 mm balloons. Then a xience pro 3.0 x 28 mm stent was deployed at the distal rca to the posterolateral ventricular branch. A xience pro 3.5 x 28 mm stent was implanted at the mid rca, overlapping the distal stent. After deployment, a dissection was noted at the proximal part of the implanted xience pro 3.5 x 28 mm stent. A xience pro 3.5 x 15 mm stent was successfully deployed at the proximal rca to cover the dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw; guide cath: jr 4.0 6f; stent: xience pro 3.0 x 28 mm. The xience pro is currently not commercially available in the us. The product code listed and the PMA # are based on the predicate device (xience v) and is therefore similar to a device sold in the us. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.